Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call that the paramedics were called to assist the customer with her high blood glucose level. The customer was taken to the emergency room on (B)(6) 2016 with a blood glucose level of 441 mg/dl. The customer had only treated her blood glucose level with the insulin pump. She experienced a diabetic ketoacidosis. The customer was on insulin drip and then was given IV fluids. The customer was wearing the insulin pump at the time of hospitalization. The device was not returned.